Event description:
It was reported that a malfunction occurred on pump with malfunction code 16, and there were no notable events before issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and caller acknowledged instructions.